Event description:
Customer reported a pump alarm issue identified as alarm 20 during the loading process of the insulin pump. There was no reported impact to the customer¿s blood glucose level as the customer chose not to disclose this information. Customer was advised by technical support to wait until prompted during the load process to remove used cartridge and assisted in loading a new cartridge using the correct technique. However, the cartridge alarm recurred, and the customer was unable to resume insulin therapy. The pump was not replaced due to being out of warranty, and no additional information was received regarding other corrective actions taken.